Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Both rear casters were replaced, and the unit was returned to service.

Event description:
The hospital reported the caster wheel broke causing the unit to tip. There was no report of involvement.